Event description:
The customer tested his blood glucose using 3 different contour meters. The customer's contour read 41 mg/dl, while the other meters gave readings of 81 and 85 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was unable to troubleshoot the meters that gave the 81 and 85 mg/dl readings as they belonged to the individuals in his diabetes class. No product will be returned.

Manufacturer narrative:
The customer was unable to provide any product information for the other contour meters as they did not belong to him. It's not possible to determine a manufacture date without a meter serial number.